Event description:
The customer reported to olympus, the air/water channel on the evis exera ii gastrointestinal videoscope was blocked. The issue was noticed when connecting the scope to the light source during preparation for use, which was the first inspection of the day. The scope was put aside. The intended procedure was completed with another gastroscope. The issue did not affect the patient. No patient injury reported. During the evaluation of the device, it was noted the nozzle was clogged due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the nozzle was clogged due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The water removal failed. The air function air flow and water function water flow failed. The plastic distal end cover insulation was under threshold. The nozzle had insufficient water removal. The plastic distal end cover had a sharp edge. The bending section rubber glue was separated. The connecting tube, universal cord, and switch key top one (1) had a scratch. The paint on the air/water was peeled off. The up/down/right/left knob angulation was less or specified value. The up/down/right left knob angulation had play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction: health professional was inadvertently selected on the initial report. Correction: occupation was inadvertently selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was clogging the nozzle. No other information about the foreign body was obtained. The event can be detected/prevented by following the instructions for use which state the following: 1) "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." 2) "inspect the air-feeding function and the objective lens cleaning function." Olympus will continue to monitor field performance for this device.